Event description:
It was reported that during a right coronary artery (rca) stenting procedure in a totally occluded, heavily calcified lesion, during advancement of the progress 200 guide wire, the tip went subintimal and then prolapsed. While removing the guide wire, the whole radiopaque segment broke off and was left in the subintima. There was no intervention done to remove the wire. There was no adverse patient sequela reported. Another guide wire was used and the lesion was successfully stented. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The guide wire was not returned for analysis which may have aided in evaluating the fracture surfaces of the separation and determining the type of separation that may have occurred. However, based on the reported information, it is likely that the separation occurred as a result of the tip of the guide wire being trapped within subintima of the totally occluded, heavily calcified lesion. Prolapse of the tip may have also caused fatigue to the core material contributing to the separation. Typically, a separation of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A wire being over pulled or over torqued would require the tip to be trapped, which in this case, appears to have been within tight lesion. In this case, a cause for the dissection could not be determined; however it is possible that the lesion site which was described as totally occluded and heavily calcified contributed to the dissection. There was no intervention done to remove the tip of the guide wire and the tip was left in the subintima. To ensure tip separation does not occur as a result of manufacturing, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a 100% outer diameter inspection is performed of all devices prior to packaging. Additionally, a non-destructive tip pull test is performed on each wire to ensure the tip is properly attached. Quality control performs on line reliability testing to verify the product quality. Overall, a conclusive cause for the reported dissection and tip separation could not be determined; however, there is no indication to suggest a product quality deficiency.